Event description:
It was reported that the pt had a total hip arthroplasty on (B)(6) 2008. The pt experienced several dislocation and subsequent closed reductions. On (B)(6) 2010 the pt's tha was revised.

Manufacturer narrative:
Investigation in process.